Event description:
This was a ptca/stenting treatment procedure. The maverick2 monorail balloon ruptured on the first inflation, and the pt remained asymptomatic during the event. The lesion being treated was a 70% stenotic lesion in the left anterior descending coronary artery. The physician used a st. Jude's 6 fr daig introducer sheath for vascular access, a bmw guidewire and a wiseguide guide catheter to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a stent. Pt status is reported as 'good',

Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 25/3.25 mm balloon ruptured at 3 atms. It is unk how many inflations were performed. The maverick2 monorail balloon was removed and another device of the same type and size was used to successfully complete the procedure. No pt injuries or complications were reported. Add'l clinical info has been requested regarding this complaint.